Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h10. A getinge field service engineer evaluated the unit and initial judgment was that the cable was faulty, and the fault phenomenon was discovered when the machine was turned on, and no personal injury was caused.the hospital believes that it does not affect the use and the cost of parts is relatively high. The quotation was provided to customer but customer gave up the repair.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: event site postal code- (B)(6). A getinge field service engineer evaluated the unit and initial judgment was that the cable was faulty, and the fault phenomenon was discovered when the machine was turned on, and no personal injury was caused.the hospital believes that it does not affect the use and the cost of parts is relatively high, so it will not be repaired temporarily. Unit is back in use. H3 other text : the hospital believes that it does not affect the use and the cost of parts is relatively high, so it will not be repaired temporarily.

Event description:
It was reported that by thwecustomer, the cardiosave intra-aortic balloon pump (iabp) unit's power cord could not be pulled out further after being pulled out 1 meter, nor could it be retracted. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).